Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 497 mg/dl. The customer did not mention any treatment for the high blood glucose levels. Customer's blood glucose value was unknown at the time of the call. Customer reported that her device kept having no delivery alarms. Troubleshooting was performed. The customer was advised that the product will be replaced and returned for analysis.